Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholestectomy procedure, the bipolar fenestrated grasper was not recognised. The instrument was replaced to continue the procedure. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure, the bipolar fenestrated grasper was not recognized. The instrument was replaced to continue the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and a provided image. One image was received for evaluation. The image depicted an operating room team interactive (orti) screen with a message stating, "arm 3: attention: instrument error. Remove the instrument; clean and dry contact surfaces. If the error persists, dispose of the instrument.". Evaluation of the logs did not show the bipolar fenestrated grasper being recognized by the system. There were instances of an error code for 'insertion disabled error', which occurs when the instrument is physically attached but not recognized by the system while trying to move the arm cart. Additionally, there were instances of another error code being triggered, which indicates the arm is docked but no sterile interface module (sim) is connected. This can indicate connectivity issues between the instrument and sim. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The investigation identified the most likely cause could be traced to instrument connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.